Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.